Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a follow-up call with the patient, through discussion and investigation, it was determined that the device had eroded from the skin. The patient lives at home by himself and has poor eyesight, and had not noticed bruising, or that the device was exposed outside the skin. The device and leads were extracted on (B)(6) 2019 by dr. (B)(6). No further adverse patient effects were reported.